Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse arrived on site and was successfully able to autofill on a test catheter and patient simulator without failure. There was no helium or pneumatic leak found and no evidence of a blood back. Some small moisture was discovered but the water condensation removal procedure was performed several times to address this. The fse completed the pm/system check out performed with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields - b4, e1(site country),(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (health effect ¿ clinical code).